Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. No motor error alarm noted. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and scratched around casing.

Event description:
It was reported that the customer was hospitalized and treated for high blood glucose levels. Customer's blood glucose reading was 417 mg/dl. Customer was admitted to the emergency room on (B)(6) 2014 and was not in an accident. Customer stated that the cause of the high blood glucose level is unknown. Troubleshooting was performed and a motor error alarm was found in the alarm history. Customer was assisted with clearing the alarm. Customer was advised that the insulin pump will need to be replaced. No additional information provided.